Event description:
During an airmedical transport, the propaq shut down and then began cycling on and off. When the machine turned back on the numbers remained the same. All numbers were saved. No adverse reactions noted. Monitor returned recently for same incident.